Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer went to emergency room due to high blood glucose on (B)(6) 2020 with blood glucose of 321 mg/dl. Customer experiencing sweating, vomiting and not feeling well. Customer treated with insulin drip and bolus in the hospital. Customer declined troubleshooting. It was unknown whether the customer was using auto mode. The insulin pump will not be returned for analysis.